Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on the stomach on a laparoscopic sleeve gastrectomy, the stapler fired staple line was incomplete centrally. It was stated that the unfired material was cut away and a black reload was used to complete the firing. There was no patient injury.